Event description:
While doing a bronchoscopy a disposable forceps was used to take a biopsy. Forcep passed through the scope, opened and closed - unable to pull back through the scope with forcep still in place and cut off end of forcep. Forcep had come apart at the end and with approx 1/2" piece of wire sticking out. Could have lacerated pt but fortunately did not.